Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 42542007901 - tibia fixed cemented left size g stem extension use required - 64679180 42560313513 - stem extension 3mm offset splined uncemented 13 mm diameter +135 mm length - 64567566 42512400910 - articular surface fixed bearing posterior stabilized (ps) left 10 mm height - 64419177 unknown - unknown femoral component - unknown. G2 : foreign country : new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03524, 0001822565-2023-03526.

Event description:
It was reported that a patient underwent a revision knee procedure. Approximately 3 years post-op, the patient presented with shin pain and had a bone scan performed that showed heightened reactivity at the tip of the tibial stem. The tibial components were removed with a tibial osteotomy and a shorter tibial construct was put in its place. Attempts have been made and all available information has been provided.